Manufacturer narrative:
(B)(4).

Event description:
It was reported that competitive atrial pacing, leading to inappropriate automatic mode switching, was observed. Patient was asymptomatic. Programming changes were recommended.